Manufacturer narrative:
Batch review performed on 29 april 2022. Lot 2006586: (B)(4) items manufactured and released on 14-oct-2020. Expiration date: 2025-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: batch review performed on 29 april 2022 . Anatomical shoulder system 04.01.0092 metal humeral head ø44 (k170910) lot 2001820: (B)(4) items manufactured and released on 28-jul-2020. Expiration date: 2025-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0025 humeral anatomical metaphysis - cementless - 135° - 8 (k170910) lot 1905775: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0089 double eccenter (k170910) lot 2003801: (B)(4) items manufactured and released on 25-sep-2020. Expiration date: 2025-09-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a failed subscapularis muscle and the cause is unknown. The surgeon revised the anatomic head, double eccenter, poly, and anatomic metaphysis 9 months after primary. The surgery was completed successfully.